Event description:
It was reported that possible externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. No further information is available.

Event description:
New information received states that the lead was capped on (B)(6) 2017. No further information is available at this time.

Manufacturer narrative:
.